Event description:
It was reported that the pump battery would not charge, preventing its use. Customer's blood glucose level was recorded during the event was marked as "high," indicating an impact. The customer took corrective action through manual injection therapy and experienced no injury or presence of ketones. Technical support instructed the customer to try different wall outlets and adapters, but the issue remained unresolved. Customer reverted to using an alternate method of insulin therapy.